Event description:
It was reported that the customer passed away after crashing his vehicle into the back of a semi truck. The customer was wearing the insulin pump at the time of the accident. The caller agreed to return the insulin pump for analysis. However, she stated she would be calling back to set up the return. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.